Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery. The 5.0 x 12 mm nc trek balloon catheter was advanced to the lesion for post-dilatation and was inflated 3 times at 18 atmospheres. The balloon was deflated, without issue and retracted. The balloon was then re-advanced to be used again for post-dilatation to 18 atmospheres; however, this time after inflation the balloon would not deflate at all. The inflated balloon was pulled back into the aorta where attempts to inflate/deflate were made; however, the balloon would not deflate. The balloon was inflated until it ruptured when it was able to be removed into the guiding catheter. The guiding catheter, balloon catheter and guide wire were all removed together as this was the end of the case. No further treatment was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.